Manufacturer narrative:
Concomitant products: product ID: 8578, serial# (B)(4), implanted: (B)(6) 2008, product type: accessory. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported that the patient was having ¿issues¿. A health care provider (hcp) stated that there was nothing going on with the pump but the caller didn¿t feel that he and the patient believed the hcp because of all the issues the patient was having. The patient had been having withdrawal, increased pain, suicidal thoughts, was always fatigued, had a taste in her mouth, and no relief. The patient would feel a surge of medicine that ¿shoots¿ in her body and her blood turned too cold (ice). It was also noted that the patient felt like the ¿drug was going into the body¿ and that she had scar tissue at the surgery. A dye study and roller study were performed. A refill was coming up and they were going to check for a volume discrepancy. The symptoms were considered to be a sudden change which came on after the replacement of the pump on (B)(6) 2015. The patient was in the hospital for 6 day after the surgery. The patient was on intravenous (IV) dilaudid during that time and the caller believed that was masking her pain/issues with the system. The patient had been given 15 mg of oral morphine that was helping. The pump was infusing marcaine (bupivacaine) and morphine (unknown). No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Aware date on previously submitted regulatory report should have been (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine, dilaudid, and fentanyl. The doses and concentrations were unknown. It was reported that the patient had their pump replaced on (B)(6) 2015 for pump normal battery depletion, and the patient had not received pain relief since. The patient saw their healthcare provider (hcp), had tests, and went to emergency room (ER) several times over this two year period. The hcp performed a nuclear medication test in (B)(6) 2016, and it was not determined [at that time] that the pump/catheter were not connected properly, and medicine was spilling into the pocket. The patient had catheter revision surgery on (B)(6) 2017. During the surgery, it was discovered that medication was not coming out of the pump into the catheter. The patient was told that it was determined the old connector was left in when she had her pump replaced back in 2015, and the connector was not compatible. The surgeon also told them that most likely, the medication had been spilling out for the past two years, since pump replacement. It was noted that since the patient had the pump replaced in 2015, her hcp had tried different medications as part of troubleshooting as it was thought that she might have developed immunity to medication and that was why they were not effective. The patient tried morphine, dilaudid, and fentanyl. The patient believed she was on fentanyl in (B)(6)but was not sure. It was noted that the patient had kept all past telemetry strips. They were going to contact the device manufacturer to provide information on what [medication] they were on when they first noticed pain not improving after the pump replacement and at the time of the catheter revision. There were no further complications reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8578, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.. Product ID 8578, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID 8709,serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on 2017-nov-28. It was reported that ¿the connector was in place at the time of the 2015 was on that had been the subject of a recall notice. (I believe in 2009 or 2010). This was not known to the surgeon and was not considered as a clear cause of catheter malfunction was found at the spinal entry.¿ the patient¿s weight was also reported. There were no further complications reported/anticipated.